Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery aneurysm with a max diameter of 8mm and a 6mm neck diameter. It was noted that the patient's blood flow and vessel tortuosity was normal. It was reported that during delivery inside the sl10 microcatheter, an early axium coil detachment occurred. The coil was removed from the patient. No additional surgical or medical treatment was performed. There was no deformation or damage to the delivery pusher. No resistance was encountered during delivery, and the coil was neither repositioned nor was dislodgement attempted. The delivery pusher did not rotate inside the patient. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information received reported that the cause of the event was not determined. No detachment attempts had been made.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.